Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 3.5x12 nc trek rx balloon dilatation catheter (bdc) to use for a planned interventional procedure, strong resistance was felt when attempting to remove the yellow protective sheath of the nc trek rx bdc; the protective sheath was unable to be removed at all and remains stuck on the balloon. The protective stylet had not been removed from flushing sheath and the device had not been flushed prior to the attempted removal of the protective sheath. Thus, this device was not used for the procedure. Another unspecified device was used to complete the procedure. There was no patient involvement and no occurrence of clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The removal difficulty was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, it was reported that the device was not prepared prior to the attempt to remove the sheath. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: flush the nc trek rx coronary dilatation catheter and slide the protective sheath off the balloon.